Event description:
Procedure type: lavh. According to the reporter: during surgery, white foreign material was found in the cavity. It was retrieved with no tissue damage. A new instrument was used to complete the procedure. No pt injury was reported.